Manufacturer narrative:
Reported device not marketed in the u.s., however, similar device or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k122734. Analysis and results: there are no previous complaints of this code-batch. We have received three different cases from the same customer at the same time, two regarding the same issue (swelling) and 1 regarding other issue (knots did not hold). We manufactured and mostly distributed in the market (B)(4) units of this code-batch. There are 36 units in our stock blocked. We have received 31 closed samples to analyze the three reported cases. Tightness test to the closed samples received has been performed and the units are tight. Novosyn® biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of novosyn was proved. As stated in the instructions for use of the product, during the use of novosyn® sutures a mild inflammatory reaction may occur, which is typical for an endogenous reaction to a foreign body. As time passes the suture material is encapsulated by fibrous connective tissue. Novosyn® is metabolized to glycolic acid and lactic acid by hydrolysis without causing any enduring change in the region of the wound. Also, the following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client (veterinarian) reported that after a castration of female cats of (B)(6) old, a swelling size of a golf ball appear in two cases and that usually the swelling is a lot smaller. Accumulation of serious fluid in the area of the suture and fat a few hours after surgery supposedly due to a reaction to the suture material. The wound healed and the animal recovered. The implanted suture was kept in the peritoneum (sutured with single knot), muscle, subcutaneous fat (single knot) and skin (continuous suture, intracut). No further information has been provided. MFR report numbers to each animal concerned are: 3003639970-2022-00218.